Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged for an unknown reason.

Manufacturer narrative:
Manufacturer's investigation conclusion: the returned system controller was evaluated following a return for an unknown reason associated with no external power on the mobile power unit (mpu). Downloaded log files did not indicate that the system controller was correlated with the reported no external power on the mpu. Routine events were observed throughout the log file including power source exchanges. The system controller was tested and the results did not indicate that the system controller was correlated with the reported no external power on the mobile power unit. Multiple attempts were made to obtain additional information from the customer regarding the event (including why the system controller was returned and the associated patient with the event); however, no additional information was provided. The reported no external power on the mpu was not correlated to an issue with the returned system controller. Incidental findings: the underlying layers of the power cables were inspected and the orange wire was found to be broken. The device history records were reviewed and the records revealed no deviations from manufacturing and quality assurance specifications. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.